Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
The investigation is not complete. This report will be updated when the investigation is complete. Trends will be evaluated.

Event description:
Allegedly shortly after an adjustment on (B)(6) 2016 the slotted bolt fracture and "shot-off' the frame. Then, shortly after a second adjustment on 3 of the slotted bolts "shot-off" off the frame. This occurred approximately 20 minutes after tensioning.